Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reports shown unexpected errors as the application and database servers were running ten minutes behind while the report server had the correct time. A technical support specialist (tss) confirmed that the report servers network time protocol (ntp) source was valid, the ntp settings on the application and database (db) servers were updated and time corrected, restoring the ability to log in and run reports. The tss also found that the last admit discharge transfer (adt) message was from (B)(6) and the carefusion coordination engine (cce) server was similarly ten minutes behind, its time was corrected, the cce-service restarted, and message tracing checked, showing no new inbound data. Further the data synchronization, maintenance, external messaging, job scheduling, and ad sync services were restarted on the application server, and the customer was asked to verify adt message transmission. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server users encountered an unexpected error when generating reports. The customer stated that patient names and orders were not transferring, and the station was not syncing. However, there were no delays or adverse events or injuries reported based on this event.